Event description:
A customer reported a patient with flap cut was not working.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative noted that zyx was performed, and the values were out of specification. To resolve the issue, the company service representative calibrated the xyz axes of the cartesian plane. The system was then tested and met all product specifications. It remains inconclusive how or when the zxy calibration became nonconforming, or if the nonconformity contributed to the customer reported event. It remains inconclusive how or when the zxy calibration became nonconforming, or if the nonconformity contributed to the customer reported event. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).